Event description:
The ventilator was evaluated by the hospital biomedical group and the reported problem was not duplicated. The hospital incident report states the operator activated a ventilation mode change to s/t three times, however review of the device diagnostic log shows only one activation of the ventilation mode to s/t. Review of the device diagnostic log shows that the ventilator was in CPAP mode when the ventilator was powered on, therefore any attempt by the operator to change the mode without activating the mode change will keep the ventilator operating at the current mode, which was CPAP. The reported problem is determined to be operator error due to the operator not activating the parameter changes on the ventilator as needed. As a result, the changes they were attempting to make timed out and the ventilator continued to ventilate in the CPAP settings that were on the ventilator when it was powered on.

Event description:
The international customer reported on admission of new patient to ICU the ventilator was setup with settings st mode, ipap15/epap10, fio2 80% with patients nurse and other staff present. The customer reported the settings were accepted for use and the mode commenced fine. The customer reported the patient oxygen saturation was noted dropping to 60% and on observation of the ventilator it was noted that the mode had switched to CPAP 5, fio2 30%. The patient was manually bagged and oxygen saturation increased to >90%. Advanced trainee staff then switched back to st mode fio2 80%, ipap25/epap10 and again accepted the settings which again commenced fine and the patient was placed back on the ventilator, however shortly after it was observed the ventilator had again switched to CPAP 5, fio2 30%. The ventilator was again reset to fio2 80% which worked however the ventilator was changed out. Manufacturers evaluation and service is pending.

Manufacturer narrative:
Evaluation/service pending.